Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 475cc and suffered from bilateral capsular contracture baker grade IV and symptoms of generalized illness. The patient experienced health issues, unable to sleep, pain, body ache, especially the lower back. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of removal is 3/31/2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/26/2021, it was reported to mentor that the patient¿s initials are mmh. The capsular contracture was baker grade iii bilaterally. The replacement devices were non-mentor devices: natrelle allergan brand 475cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of removal is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/26/2021, mentor became aware that the due date for the report was reported incorrectly in the previous report. The actual report submission due date was 06/25/2021. Mentor became aware that it was erroneously omitted to report that the patient¿s removal date was (B)(6)2021. Manufacturer¿s reference number: (B)(4) the due date for the follow-up report was reported incorrectly in the previous report. The actual due date was 06/25/2021.

Manufacturer narrative:
On 5/11/2021, the mentor failure analysis lab has received the device for evaluation. On 5/26/2021, mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 475cc breast implant was found to have a tear on the posterior view, measuring approximately 0.6 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).